Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error, including applying excessive force during use. The complaint allegation was not confirmed, and no evidence of the failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, a sales representative reported via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial, large, had the center of the peg break off during trialing. It was retrieved easily from the center hole with a hemostat and did not cause a case delay. This was discovered during a procedure, with no reported patient harm. Additional information was received on 01/13/2025:the trial confirmed the correct placement and broke upon removal. The case was completed. This was discovered during an tsa procedure on (B)(6)2025.